Manufacturer narrative:
(B)(5). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed the feedthru header assembly to be detached from the hybrid assembly, which occurred during the failure analysis process. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly experienced increased power consumption. The recipient elected to undergo revision surgery. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.